Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump vibrated constantly and vibrate mode was set to off. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump was vibrated during self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify vibrate anomaly, sensor related errors and alarms, or carelink uploading errors due to display anomaly. The pump was received with scratched case, cracked select button keypad overlay, scratched keypad overlay, pillowing keypad overlay, and minor scratched lcd window.